Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted for hemolysis. The pt reportedly was stopping the pump by disconnecting from the power module each time he answered the door. The hospital has concerns of thrombus or a clot in the pump.

Manufacturer narrative:
The pt remains ongoing with the implanted device. The user facility report was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.